Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted. A new ipg was implanted at a new pocket site. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
Further information was requested but unable to obtain. The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. Reportedly, the ipg is at a spot that keeps getting hit. The patient reported that she gained weight and looks like the ipg migrated more towards to her hip. As such, surgical intervention may take place at a later date to address the issue.